Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and without the device to analyze, the cause of the reported sleeve steering issues cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4 and a restricted posterior leaflet. A mitraclip xtw was used, but while turning the m knob on the clip delivery system (cds), the clip moved in an opposite (lateral) direction. Troubleshooting was performed but did not resolve the issue. The clip was removed from the patient and replaced with another. The procedure was completed with two clips implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.